Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the peritoneal dialysis registered nurse that there had been fluid coming out of the door of a homechoice device. This occurred during fill one of peritoneal dialysis therapy. The patient was connected. In a follow-up call, the patient stated that when they ended therapy and removed the cassette, they noticed that the membrane was cloudy and looked as though the solution was in places it should not have been. The patient did not notice any cuts or tears on the cassette. The patient stated that they completed therapy with manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.